Event description:
It was reported the patient had a sore at the pocket site from recharging. The patient indicated it was not getting hot at the implantable neurostimulator (ins) site, rather it was just painful. There was soreness, a burn like rash, and redness at the pocket site. The patient was using adhesive pads and did not have a problem until the night before the report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no actions were taken regarding the event. It cleared up and the patient was being cautious with recharging.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).